Event description:
A caller reported that the pump battery was depleting too quickly. There was no adverse impact to the customer's blood glucose level. Technical support explained that the pump screen might be unintentionally activated by items in the pocket or purse, causing increased battery depletion. They recommended ensuring the screen is off before storing the pump and informed the caller about a software update to address the touchscreen issue.